Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired three times without issue. On the fourth firing over fat with a white reload, the first three squeezes of trigger were fine but fourth squeeze would not bring back the blade. The reverse button was used but surgeon could not reverse blade or open device. The device was cut off with another unknown device and surgeon said all of the staples were formed all the way after stapler of issue was cut out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.